Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight the device within specification, one opening curved on the anterior and crease fold. A microscopic analysis was performed which identified one striated opening on the anterior and wear abrasion. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent in the use of some surgical tool.

Event description:
Patient representative reported left side "nicked implant". Healthcare professional additionally reported the device was ruptured and noted " a small hole was present". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to "nicked implant". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side "nicked implant". Healthcare professional additionally reported the device was ruptured and noted " a small hole was present". Device has been explanted.